Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "underinfusion." According to the customer: "following on from this original report we have had a further 2 more pumps on friday 28th january also not infuse over the set time - r602771 and r60277.6 no harm caused. Both pumps were infusion chemotherapy agents delays to both patients where the treatment finished approximately 1.5 hours later than expected. Disrupting service delivery for other patients waiting for treatment chairs to come available."

Manufacturer narrative:
This report has been identified as (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to the customer: "following on from this original report we have had a further 2 more pumps on friday 28th january also not infuse over the set time - r602771 and r60277.6 no harm caused. Both pumps were infusion chemotherapy agents delays to both patients where the treatment finished approximately 1.5 hours later than expected. Disrupting service delivery for other patients waiting for treatment chairs to come available."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service laboratory at b.braun melsungen ag, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and a technical seal on the lower housing were intact. There are some age-related signs of wear and tear. The p3 connector shows some oxidized contacts. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. The history files from 2022-01-28 was investigated. At 11:20 a.m. A space line neutrap. Was inserted. A few seconds later the infusion was started. Between 11:21 a.m. And 13:16 p.m. The rate and the vtbi (volume) was changed several times. The history files doesn´t shows any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement: (B)(4). 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found inside the device. The oxidized contacts of the p3 connector are due to liquid. 3. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification.